Event description:
It was reported that the implant at tooth site #3 was removed due to peri-implantitis, sinus perforation and for having a loose screw. The patient presented to the general dentist complaining that the bridge was loose. The general dentist noted that the abutment screw at site tooth site #5 had loosened and tissue had grown over the implant at that site. The general dentist also reported that the abutment screw on the implant at site #3 had loosened. During the torque adjustment the abutment began to move and that there was exudate from the buccal. The other implant that was connected to the bridge was noted to be fine. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received one for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. However, no apparent damage/malfunction to the implant was identified that would cause or contribute to the reported events. Markings are likely due to the removal process. Functional testing to recreate the reported events could not be performed due to the nature of the device and events. Additionally, the returned screw was identified as a third party item, and not from zimvie dental. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported events. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error, or patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event.